Event description:
A report received from the USA stated the device had damaged bearings. It is unk if the device was being used during surgery. It is unk if patient or user injury was reported. No add'l info was provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).